Manufacturer narrative:
Na

Event description:
It was reported that during 3 transports of patients with 3 different stair chairs, the tracks released during transportation. The chairs were examined and found to be performing to specification. No adverse events are alleged.